Event description:
The tip of the 7mm offset guide snapped during placement in the femoral notch. The broken piece was successfully removed and a different guide was used to complete the procedure. There was a 2 minute delay in the case.

Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the depuy synthes mitek complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. However one possible root cause could be excessive lateral force was applied to the device which resulted in the tip breaking. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be received in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented.

Event description:
The tip of the 7mm offset guide snapped during placement in the femoral notch. The broken piece was successfully removed and a different guide was used to complete the procedure. There was a 2 minute delay in the case.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4); however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy synthes (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.